Manufacturer narrative:
Correction: (reporter name), foreign should have been selected in initial report.

Event description:
New information received notes that noise signal was captured in ventricular egm during the movement of pulse generator from top of the skin. Patient was admitted for the revision procedure. During the procedure on (B)(6) 2019, lead was removed and re-inserted properly into the device header which rectified the noise. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested and not received yet.

Event description:
It was reported that when the patient presented in clinic for follow-up, high ventricular rate episodes due to noise oversensing on ventricular channel was observed. Patient was stable. Further information was requested and not available yet.